Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: on investigation, the alleged blank display issue was not duplicated. The pump powered up to a functional display screen. Review of black box data did not find any related alarms that can result in a blank display screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, the display screen was found to be dim with discolored text. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump powered up to a blank screen with audible tone. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.